Event description:
Pt's sister reported to pt's nurse that on monday (B)(6) 2018 when patient was attempting to detach the existing IV tubing from the hospital, at the site of where it connects to the cadd legacy cassette. It was screwed on too tight by the hospital nurses for her to remove. So she phoned a friend to come and help her. This resulted in breaking the connector on the tubing at the junction, and pt panicked. Fortunately her friend was able to detach the old ivv cassette from the hospital and reattach it to the new "ivv" cassette from the hospital for her without an unsafe lapse in "ivv" delivery. Nurse reported that patient is safe now and in no distress aside from being emotionally upset. No further info is known. No ade reported as a result of the malfunction. Tubing was in use by the patient at the time of the malfunction. Tubing was not replaced as patient had tubing on hand. Defective tubing was not returned. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.